Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 13-jun-2023. H6: investigation summary: it was reported the customer was unable to give medication through the lumens of the q-syte tri-extension set. To aid in the investigation, one unsealed q-syte 15cm small bore tri-extension set was received for evaluation by our quality team. Each extension set was flushed using a luer lock syringe. No occlusion or fluid blockage was detected during the flushing of the device. The syringe was able to connect to the unit properly. A visual inspection did not discover any damage to the tubing or q-syte that could induce the fluid blockage. A device history record review was completed for provided material number 385158, lot 2122453. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. There were no nonconformance(s), capas or abnormal conditions noted at the time of production. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. Additional device histories were reviewed for each batch of q-sytes used in the manufacturing of this batch and no related quality issues or process deviations were found. Based on the investigation, the complaint of a leak could not be confirmed.

Event description:
It was reported that the bd q-syte¿ tri-extension set was blocked while attempting to deliver medication during use. The following information was provided by the initial reporter: "unable to give medication through lumens of q-syte tri extension. Issue seen while giving medications in ot area to pediatric patient."

Event description:
It was reported that the bd q-syte¿ tri-extension set was blocked while attempting to deliver medication during use. The following information was provided by the initial reporter: "unable to give medication through lumens of q-syte tri extension. Issue seen while giving medications in ot area to pediatric patient."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.